Manufacturer narrative:
Reporter telephone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis (pd) patient experienced a leak from a transfer set which resulted in peritonitis. The physician reported there was a pinhole in the ¿uv flash disconnect connection tube¿ and it was ¿left unrepaired¿, subsequently, the ¿liquid leaked¿. It was reported the patient ¿taped the leakage part on the tubing¿. The peritonitis was manifested by abdominal pain. The same day as event onset, the patient was hospitalized. The patient was treated with unspecified antibiotics for the peritonitis. At the time of this report, the patient outcome was unknown. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection and functional testing were performed. A hole in the tubing was identified; an oval shape and a crease in the tubing were observed at the hole location. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.